Manufacturer narrative:
Failure event observed during analysis. Final analysis found that the longevity estimate given to the field by the programmer was incorrect. The root cause for the inconsistent remaining longevity estimate near elective replacement indicator (eri) could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis. Related manufacturer report number: 2938836-2018-00281.